Event description:
It was reported that the electrosurgical generator esg-400 exhibited error 006. The malfunction was identified after a therapeutic inconnue procedure and the procedure was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.